Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty, at the time of stapling, the load closed, the surgeon able to press the green button and squeeze the handle but no staples came out. The device was able to cut the tissue but no staples came out. They then used another device with different lot number to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty, at the time of stapling, the load closed, the surgeon able to press the green button and squeeze the handle but no staples came out. The device was able to cut the tissue but no staples came out. They then used another device with different lot number to resolve the issue.